Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary : exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st related complaint for inability to attach as intended on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Samples returned - customer returned (14) unopened 32gx4mm bd pen needles from lot# 0343964. The consumer reported finding issues attaching onto her flex pen and lantus pen. All 14 returned pen needles were examined then tested for attachment and detachment using a threaded test fixture: all 14 pen needles were able to attach to and detach from the pen injector properly. No defects were observed. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was difficult to operate and had attachment issues. The following information was provided by the initial reporter : the consumer reported attaching onto her flex pen and lantus pens harder to hold and attach onto the pens. Date of event : unknown. Sample status : awaiting sample.